Manufacturer narrative:
(B)(4). 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge the ipg. The ipg was inoperable. Surgical intervention was undertaken during which the ipg was explanted. The patient will undergo a trial and based on trial results, the patient may be implanted with a new ipg.